Event description:
It was reported the fluid warming device was leaking. No other information has been provided at this time. No patient injury or involvement were reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a damaged drain fitting, cracked tank cover, and impact damaged front cover, worn enclosure, block assembly, and line cord, outdated printed circuit board (pcb) and power switch. Functional testing found the device leaked from the drain fitting on which the customer applied tape to try to stop it. The root cause of the reported issue was found to be damaged drain fitting. No action taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped.